Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-3400-30; serial number: (B)(4); batch/lot number: 16484141; model/catalog description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.